Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v680794, product type: lead.

Event description:
Additional information was received from the patient. The actions/interventions taken to resolve the loss of stimulation and urgency was they met with their doctor and manufacture representative (rep) on (B)(6) 2017. The loss of stimulation and urgency has partially been resolved. Patient's leads will be replaced on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v680794, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead moved inside the patient. A lead revision was scheduled for (B)(6) 2017. It was noted that the patient's exercise routine may have affected the lead placement. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was not sure of what happened with loss of stimulation and urgency but just stopped working. The patient has an appointment on (B)(6). No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a loss of stimulation even after increasing stimulation. The patient confirmed that therapy is turned on and denied any trauma or falls that could be related to the loss of stimulation. The patient increased stimulation up to 6.7 and still did not feel stimulation. The patient also stated that over the last couple weeks they had been feeling urgency symptoms. Patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.